Event description:
It was reported that a patient presented for a generator change. Fluoroscopy was performed and revealed that the right ventricular (rv) lead had externalized conductors. No changes or intervention was performed on the rv lead. There were no patient consequences.